Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation revealed that the eyelet on the peek pin is broken and the anchor is stuck on the inserter shaft. It was reported that the patient had hard bone. IFU indicates using an awl while inserting into hard bone. This failure can be attributed to user technique issues. A batch record review has been conducted to determine if there were any internal processing issues that would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate, at this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate reported on insertion, the versalok anchors broke distally. All 3 anchors were from the same lot number. Replaced with the same device from a different lot number and case proceeded. No further information are available at this stage. Please see also medwatch reports 1221934-2018-53555 and 1221934-2018-53556.